Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain/ pelvic pain'), cervix carcinoma stage ii ('stage 2 uterine and cervical cancer'), uterine cancer ('stage 2 uterine and cervical cancer') and haematochezia ('blood in my stool') in a 46-year-old female patient who had essure (batch no. 626907) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, hypothyroidism, polycystic ovarian syndrome, cholesterol levels raised and polycystic ovarian syndrome. *current weight 172 lbs. Approximate weight at the time of essure placement 131 lbs. (B)(6)2015 x-ray abdomen. Essure device in position. Note is made that the position of the essure device is riot significantly changed when compared to lumbar spine examination of (B)(6)2013. (B)(6)2015 surgical pathology report this is a tumor that arises in the lower uterine segment and is relatively small, lacking any significant exophytic component. The tumor is considered pt2 based on the invasive cervical involvement, but the tumor did arise very low in the uterus adjacent to the endocervix. Gross description: examination of the proximal portion of the fallopian tubes at the junction of the cornu reveals bilateral coiled devices which grossly appear to be within the lumen. These devices approximate 2.0 cm in length and 0.2 cm in diameter. Concomitant products included metformin since 2015 for polycystic ovarian syndrome as well as fluoxetine since 1998, levothyroxine sodium (levothyroxin) since 1994 and simvastatin since 2018. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) / bad cramps") and back pain ("low/ lower back pain"). On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital abscess ("rashes or skin conditions type: boils in genital area") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2010, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In 2011, the patient experienced the first episode of nausea ("nausea during cycle"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6)2015, the patient was found to have cervix carcinoma stage ii (seriousness criterion medically significant) and uterine cancer (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), pain in extremity ("upper legs pain"), furuncle ("boils"), premenstrual syndrome ("bad pms"), haematochezia (seriousness criterion medically significant), haemorrhoids ("hemorrhoids"), the second episode of nausea ("nauseous"), mood altered ("moodiness"), migraine ("migraine"), urinary tract infection ("uti"), hyperhidrosis ("waking up really hot and sweaty"), feeling cold ("cold"), hypothyroidism ("hypothyroidism"), constipation ("constipation chronic"), decreased appetite ("less of an appetite"), arthralgia ("hip pain"), polycystic ovaries ("polycystic ovarian syndrome"), hot flush ("hot flashes") and night sweats ("night sweat") and was found to have blood cholesterol increased ("cholesterol was high"). The patient was treated with antidepressants, gabapentin, and surgery (hysterectomy on (B)(6)2015 and radiation, lymphadenectomy and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital abscess and furuncle had resolved, the cervix carcinoma stage ii, uterine cancer and fatigue was resolving and the menorrhagia, vaginal haemorrhage, fibromyalgia, depression, anxiety, alopecia, weight increased, incontinence, mood swings, dysmenorrhoea, back pain, pain in extremity, premenstrual syndrome, haematochezia, haemorrhoids, mood altered, migraine, urinary tract infection, hyperhidrosis, feeling cold, hypothyroidism, constipation, decreased appetite, arthralgia, polycystic ovaries, blood cholesterol increased, hot flush and night sweats outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, blood cholesterol increased, cervix carcinoma stage ii, constipation, decreased appetite, depression, dysmenorrhoea, fatigue, feeling cold, fibromyalgia, furuncle, genital abscess, haematochezia, haemorrhoids, hot flush, hyperhidrosis, hypothyroidism, incontinence, menorrhagia, migraine, mood altered, mood swings, night sweats, pain in extremity, pelvic pain, polycystic ovaries, premenstrual syndrome, urinary tract infection, uterine cancer, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: insertion details: once the yellow/gold area of the device was seen just out of the tubal ostiurn the device was released and then the wheel was again turned deploying the device. Three coils were noted. The same procedure was repeated on the contralateral side without complication except this with the sharpness of the angle, which required a lower fitting of the device. At this point the procedure was concluded. The patient had tolerated well. The other essure coils were 3 bilaterally. Removal details : two essure capsules were extracted from the uterine cornu in their proper location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: essure device noted in place; in (B)(6)2008: results: total bilateral occlusion. X-ray - on (B)(6)2015: results: essure device in position.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, fatigue, uterine cancer. Concerning the injuries reported in this case, the following one were described in patient¿s social media:furuncle, premenstrual syndrome, haematochezia, hemorrhoids, nausea, mood altered, migraine, uti, hyperhidrosis, hypothyroidism, constipation chronic, decreased appetite, arthralgia, polycystic ovarian syndrome, blood cholesterol increased, hot flush, night sweat quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media received: medical history was added. New events "boils, bad pms, blood in my stools, hemorrhoids, nauseous, moodiness, migraine, uti, sweaty, feeling cold, hypothyroidism, constipation chronic, less appetite, hip pain, polycystic ovarian syndrome, cholesterol high, hot flashes, night sweat" were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain/ pelvic pain"), cervix carcinoma stage ii ("stage 2 uterine and cervical cancer") and uterine cancer ("stage 2 uterine and cervical cancer") in a 46-year-old female patient who had essure (batch no. 626907) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, hypothyroidism, polycystic ovarian syndrome and cholesterol levels raised. Concomitant products included metformin since 2015 for polycystic ovarian syndrome as well as fluoxetine since 1998, levothyroxine sodium (levothyroxin) since 1994 and simvastatin since 2018. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("low/ lower back pain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), genital abscess ("rashes or skin conditions type: boils in genital area") and fatigue ("fatigue"). In 2010, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In 2011, the patient experienced nausea ("nausea during cycle"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced cervix carcinoma stage ii (seriousness criterion medically significant) and uterine cancer (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence") and pain in extremity ("upper legs pain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), gabapentin, antidepressants, surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy on (B)(6) 2015 and radiation, lymphadenectomy) and surgery (hysterectomy on (B)(6) 2015 and radiation, lymphadenectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital abscess had resolved, the cervix carcinoma stage ii, uterine cancer and fatigue was resolving and the menorrhagia, vaginal haemorrhage, fibromyalgia, nausea, depression, anxiety, alopecia, weight increased, incontinence, mood swings, dysmenorrhoea and pain in extremity outcome was unknown. The reporter considered alopecia, anxiety, back pain, cervix carcinoma stage ii, depression, dysmenorrhoea, fatigue, fibromyalgia, genital abscess, incontinence, menorrhagia, mood swings, nausea, pain in extremity, pelvic pain, uterine cancer, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: once the yellow/gold area of the device was seen just out of the tubal ostiurn the device was released and then the wheel was again turned deploying the device. Three coils were noted. The same procedure was repeated on the contralateral side without complication except this with the sharpness of the angle, which required a lower fitting of the device. At this point the procedure was concluded. The patient had tolerated well. The other essure coils were 3 bilaterally. Removal details : two essure capsules were extracted from the uterine cornu in their proper location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device noted in place; in (B)(6) 2008: total bilateral occlusion x-ray - on (B)(6) 2015: essure device in position. Current weight 172 lbs. Approximate weight at the time of essure placement 131 lbs. On (B)(6) 2015: x-ray abdomen. Essure device in position. Note is made that the position of the essure device is riot significantly changed when compared to lumbar spine examination of (B)(6) 2013. On (B)(6) 2015: surgical pathology report. This is a tumor that arises in the lower uterine segment and is relatively small, lacking any significant exophytic component. The tumor is considered pt2 based on the invasive cervical involvement, but the tumor did arise very low in the uterus adjacent to the endocervix. Gross description: examination of the proximal portion of the fallopian tubes at the junction of the cornu reveals bilateral coiled devices which grossly appear to be within the lumen.these devices approximate 2.0 cm in length and 0.2 cm in diameter. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, fatigue, uterine cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain/ pelvic pain"), cervix carcinoma stage ii ("stage 2 uterine and cervical cancer") and uterine cancer ("stage 2 uterine and cervical cancer") in a 46-year-old female patient who had essure (batch no. 626907) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, hypothyroidism, polycystic ovarian syndrome and cholesterol levels raised. Concomitant products included metformin since 2015 for polycystic ovarian syndrome as well as fluoxetine since 1998, levothyroxine sodium (levothyroxin) since 1994 and simvastatin since 2018. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("low/ lower back pain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), furuncle ("rashes or skin conditions type: boils in genital area") and fatigue ("fatigue"). In 2010, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In 2011, the patient experienced nausea ("nausea during cycle"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced cervix carcinoma stage ii (seriousness criterion medically significant) and uterine cancer (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence") and pain in extremity ("upper legs pain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), gabapentin, antidepressants, surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy on (B)(6) 2015 and radiation, lymphadenectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and furuncle had resolved, the cervix carcinoma stage ii, uterine cancer and fatigue was resolving and the menorrhagia, vaginal haemorrhage, fibromyalgia, nausea, depression, anxiety, alopecia, weight increased, incontinence, mood swings, dysmenorrhoea and pain in extremity outcome was unknown. The reporter considered alopecia, anxiety, back pain, cervix carcinoma stage ii, depression, dysmenorrhoea, fatigue, fibromyalgia, furuncle, incontinence, menorrhagia, mood swings, nausea, pain in extremity, pelvic pain, uterine cancer, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: once the yellow/gold area of the device was seen just out of the tubal ostiurn the device was released and then the wheel was again turned deploying the device. Three coils were noted. The same procedure was repeated on the contralateral side without complication except this with the sharpness of the angle, which required a lower fitting of the device. At this point the procedure was concluded. The patient had tolerated well. The other essure coils were 3 bilaterally. Removal details : two essure capsules were extracted from the uterine cornu in their proper location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device noted in place; in (B)(6) 2008: total bilateral occlusion x-ray - on (B)(6) 2015: essure device in position. Current weight 172 lbs. Approximate weight at the time of essure placement 131 lbs. On (B)(6) 2015, x-ray abdomen essure device in position. Note is made that the position of the essure device is riot significantly changed when compared to lumbar spine examination of (B)(6) 2013. On (B)(6) 2015, surgical pathology report this is a tumor that arises in the lower uterine segment and is relatively small, lacking any significant exophytic component. The tumor is considered pt2 based on the invasive cervical involvement, but the tumor did arise very low in the uterus adjacent to the endocervix. Gross description: examination of the proximal portion of the fallopian tubes at the junction of the cornu reveals bilateral coiled devices which grossly appear to be within the lumen.these devices approximate 2.0 cm in length and 0.2 cm in diameter. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, fatigue, uterine cancer. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records. Added new reporters. Added patient's date of birth and height. Concomittant conditions and concomitant drugs added. Added essure batch number and treatment drugs. Added relevant history and laboratory data. Added events mood swings, vaginal haemorrhage, menorrhagia, furuncle , dysmenorrhoea, uterine cancer, cervix carcinoma stage ii , fatigue, back pain, pain in extremity autoimmune disorder updated to fibromyalgia and downgraded to non-serious. Updated as reported event for "nausea". Added onset date for weight increased, alopecia. Updated outcome for pelvic pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain/ pelvic pain'), cervix carcinoma stage ii ('stage 2 uterine and cervical cancer'), uterine cancer ('stage 2 uterine and cervical cancer'), genital abscess ('rashes or skin conditions type: boils in genital area'), haematochezia ('blood in my stool') and hypothyroidism ('hypothyroidism') in a 46-year-old female patient who had essure (batch no. 626907) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, hypothyroidism, polycystic ovarian syndrome, cholesterol levels raised and polycystic ovarian syndrome. *current weight 172 lbs. Approximate weight at the time of essure placement 131 lbs. On (B)(6) 2015: x-ray abdomen, essure device in position. Note is made that the position of the essure device is riot significantly changed when compared to lumbar spine examination of (B)(6) 013. Surgical pathology report this is a tumor that arises in the lower uterine segment and is relatively small, lacking any significant exophytic component. The tumor is considered pt2 based on the invasive cervical involvement, but the tumor did arise very low in the uterus adjacent to the endocervix. Gross description: examination of the proximal portion of the fallopian tubes at the junction of the cornu reveals bilateral coiled devices which grossly appear to be within the lumen. These devices approximate 2.0 cm in length and 0.2 cm in diameter. Concomitant products included metformin since 2015 for polycystic ovarian syndrome as well as fluoxetine since 1998, levothyroxine sodium (levothyroxin) since 1994 and simvastatin since 2018. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) / bad cramps") and back pain ("low/ lower back pain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital abscess (seriousness criterion medically significant) and fatigue ("fatigue") and was found to have weight increased ("weight gain/20 lbs gain"). In 2010, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In 2011, the patient experienced the first episode of nausea ("nausea during cycle"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2015, the patient was found to have cervix carcinoma stage ii (seriousness criterion medically significant) and uterine cancer (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), pain in extremity ("upper legs pain"), furuncle ("boils"), premenstrual syndrome ("bad pms"), haematochezia (seriousness criterion medically significant), haemorrhoids ("hemorrhoids"), the second episode of nausea ("nausious"), mood altered ("moodiness"), migraine ("migraine"), urinary tract infection ("uti"), hyperhidrosis ("waking up really hot and sweaty"), feeling cold ("cold"), hypothyroidism (seriousness criterion medically significant), constipation ("constipation chronic"), decreased appetite ("less of an appetite"), arthralgia ("hip pain"), polycystic ovaries ("polycystic ovarian syndrome"), hot flush ("hot flashes"), night sweats ("night sweat") and flatulence ("gas") and was found to have blood cholesterol increased ("cholestrol was high"). The patient was treated with antidepressants, gabapentin, and surgery (hysterectomy on (B)(6) 2015 and radiation, lymphadenectomy and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital abscess, dysmenorrhoea, furuncle and flatulence had resolved, the cervix carcinoma stage ii, uterine cancer and fatigue was resolving, the menorrhagia, vaginal haemorrhage, depression, anxiety, incontinence, mood swings, back pain, pain in extremity, premenstrual syndrome, haematochezia, haemorrhoids, mood altered, migraine, urinary tract infection, hyperhidrosis, feeling cold, hypothyroidism, constipation, decreased appetite, arthralgia, polycystic ovaries, blood cholesterol increased, hot flush and night sweats outcome was unknown and the fibromyalgia, alopecia and weight increased had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, blood cholesterol increased, cervix carcinoma stage ii, constipation, decreased appetite, depression, dysmenorrhoea, fatigue, feeling cold, fibromyalgia, flatulence, furuncle, genital abscess, haematochezia, haemorrhoids, hot flush, hyperhidrosis, hypothyroidism, incontinence, menorrhagia, migraine, mood altered, mood swings, night sweats, pain in extremity, pelvic pain, polycystic ovaries, premenstrual syndrome, urinary tract infection, uterine cancer, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: insertion details: once the yellow/gold area of the device was seen just out of the tubal ostiurn the device was released and then the wheel was again turned deploying the device. Three coils were noted. The same procedure was repeated on the contralateral side without complication except this with the sharpness of the angle, which required a lower fitting of the device. At this point the procedure was concluded. The patient had tolerated well. The other essure coils were 3 bilaterally. Removal details : two essure capsules were extracted from the uterine cornu in their proper location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (b0(6) 2008: results: essure device noted in place; on (B)(6) 2008: results: total bilateral occlusion. X-ray on (B)(6) 2015: results: essure device in position. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, fatigue, uterine cancer. Concerning the injuries reported in this case, the following one were described in patient¿s social media:furuncle, premenstrual syndrome, haematochezia, hemorrhoids, nausea, mood altered, migraine, uti, hyperhidrosis, hypothyroidism, constipation chronic, decreased appetite, arthralgia, polycystic ovarian syndrome, blood cholesterol increased, hot flush, night sweat. Concerning the injuries reported in this case, the following one were reported via social media: flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. New event gas was added. Outcome of the event was updated to recovered from unknown: dysmenorrhea, and updated to not recovered from unknown for fibromyalgia, weight gain and hair loss. We received a lot number n this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), weight increased ("weight gain") and incontinence ("incontinence"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, nausea, depression, anxiety, alopecia, weight increased and incontinence outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, incontinence, nausea, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.